Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that her device was not working, and the meter was not lighting up. Additional information from the consumer on (B)(6) reported there was poor communication and a return of symptoms. There were no actions taken prior to the call on (B)(6). The patient confirmed the antenna was secure and tried to sync with the ins and the issue was resolved. The patient was able to use the patient programmer to connect to the ins and the patient verified stimulation was currently off. The patient increased stimulation to 0.9 which was comfortable sitting, standing, and walking. The patient noted the return of symptoms were gradual in onset. The patient stated she had a little bit more trickling. The patient stated she was unable to hold her urine and it dribbled out. The patient noted this had been going on for about 2 weeks. There were no further complications that have been reported as a result of this event. Additional information was received. Patient reported that they were leaking before they could get to the bathroom and that they wondered if after going through the airport might have interfered with the device. They also reported that the battery was not working. But that it was doing ok now there were no further complications that have been reported as a result of this event.